Event description:
It was reported that the catheter was "leaking at split position." The catheter was exchanged. No clinical consequences to the pt were reported.

Manufacturer narrative:
An investigation has been initiated. The returned sample has been forwarded to the MFR for eval. When the investigation is complete, a final report will be submitted.